Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence with multiple cartridges. Reportedly, customer loaded an empty cartridge onto the pump and filled the cartridge with insulin while on the pump, and did not perform the proper air removal techniques. Tandem technical support educated the customer on proper load techniques. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer did not address elevated bg at time of the event; customer loaded new cartridge and resumed insulin delivery to resolve the issue and elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. The tandem pump user guide instructs the user to remove any residual air from the cartridge.